Event description:
Customer reported that he had recently suffered a seizure due to low blood glucose levels. Customer reported that paramedics were called in response to a blood glucose level of 24 mg/dl. Customer was treated with glucose shots and intravenous glucose, then admitted to the hospital. Customer reported that he had been experiencing low blood glucose levels for approximately three to four weeks. Troubleshooting showed that the insulin pump was functioning properly. Blood glucose level was 149 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).